Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not obtain hemostasis. Manual compression was done for 20 minutes. There was minimal blood loss. Blood loss was reported to be less than 250cc. The patient is stable. Additional information was received on 6/29/2018. There were no other complications other than the failed closure. Manual compression was quickly applied once pulsatile flow was seen. The angiogram was done prior to deployment and the only questionable thing was a small branch coming off very close to the arteriotomy. The doctor and tech were made aware and the doctor decided to deploy the angioseal anyways. Minimal pressure was applied to obtain hemostasis. The procedure was a peripheral pta. Contralateral access was obtained from left to right using a 6fr 10cm pinnacle destination sheath. A 4fr rim catheter and gwa .035 was used to cross over to the right leg. 6fr short sheath was then exchanged for a 6fr, 45cm pinnacle destination. No complications were encountered during the access or the atherectomy procedure. The access and handling of all catheters was smooth and no difficulties were encountered. The deployment of the actual angio-seal was flawless as well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.